Event description:
On 11/17/2022, it was reported by a facility representative via (B)(4) that a ar-6480 dualwave pump stops irrigating, the pressure drops, the machine would stop flowing. This occurred during use, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.